Event description:
A report was received that the pt had a pocket revision due to having pain around the ipg site. The pt's ipg was implanted on the same side as her sciatica and the physician chose to move the ipg to the opposite side to help accommodate the pt's nerve and it's pain. The pt is reportedly doing well following the revision surgery.

Manufacturer narrative:
This is the final report.